Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed power loss alarm and replace battery now alarm. The power management tool confirmed power loss alarm and replace battery now alarm was triggered when the backup battery loaded voltage was less than 3.5 volt for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that failed battery was found. Blood glucose was 15mmol/l. Customer also stated they did not receive a low battery alert prior to the replace battery now alarm. Customer stated that battery cap was not loose, cracked or damaged. Customer also replaced battery but same issue was occurred. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis